Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2011, the patient presented with dyspnea on exertion as well as orthopnea, rumbling in the chest and several episodes of paroxysmal nocturnal dyspnea a few weeks ago. The patient was diagnosed with non st-elevation myocardial infarction and congestive heart failure. The de novo target lesion was located in the proximal left anterior descending artery (prox lad) with 80% stenosis and was 10mm long with a reference vessel diameter of 3.25mm. The physician treated the lesion with pre-dilation and placement of a 3.00x12mm taxus liberte stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented to ER with complaints of cardiac arrest. The patient was intubated and IV epinephrine x 3 doses was given. The patient was declared dead at 12:51pm at the ER. No autopsy was performed. At the time of the event, the patient was taking aspirin and study drug.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).